Event description:
On (B)(6) 2012, the lay user/patient's daughter in (B)(6) contacted lifescan (lfs) alleging that her father's onetouch ultra2 meter was displaying an error 2 message. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient tests twice a day and manages his diabetes with insulin (type and dosage not known). The patient's daughter alleged that the issue began on (B)(6) 2012 (time not specified). The patient's daughter denied that her father took any action in response to the alleged meter issue and subsequently, the patient reportedly developed a symptom of "shivering" (a symptom the patient correlated with low blood glucose) later that evening. The patient's daughter soon after administered "glugoze," tea, and bread as treatment and the patient reportedly began to feel better approximately 15 minutes later. The patient's daughter clarified that on (B)(6) 2012 the emergency medical services (ems) was contacted due to unspecified symptoms. The patient's blood glucose readings with the ems' meter and the hospital's meter are not known. According to the patient's daughter, the patient was hospitalized for a week for observation and during the patient's hospitalization the patient was treated with antibiotics. The patient's medical diagnosis is not known. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct type of test strip, and the patient was also using the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims her father was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by product analysis on march 2, 2012 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.